Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator (ins). The reason for call was that a manufacturer representative (rep) reported that the patient keeps getting an error message that says cannot provide your desired intensity settings. Rep stated that they met with the patient today and reprogrammed around contact 14, but the patient is still not able to increase the intensity on group a or b. Caller rechecked impedances and found that 13 and 14 are showing 40, 000 ohms. Caller checked impedances in different positions and with pressure. 13 and 14 still showed >40000. Rep tried to connect to the patient's implant using the controller, but they were still unable to increase intensity on group a. Rep then connected to the implant with controller and was able to connect and increase the stimulation to a comfortable level but still showed message about not being able to provide desired settings. Caller went through each group and made adjustments to programming to allow for more intensity availability for the patient. Caller used controller and confirmed able to increase to desired levels and will try certain values. They haven't had any falls or accidents that would cause this issue. Patient noted a change in recharging needs for past couple of weeks since this message has been noticed. Patient noted they used to see depletion down to 40% but now seeing down to 80% instead. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The patient stated she was not getting a charge but they tested that in the office and it charged while they were together. The rep told her to keep an eye on it and let them know if the changes made to the programming have helped. There is no known direct cause for the impedances but the patient did state a recent knee surgery and bilateral hip surgeries within the last 12 months. The rep spoke to tech services and got assistance with programming which did help with the error they were receiving. Per the patient, the issue has been resolved and she is doing well. The physician has been made aware of this issue.